Manufacturer narrative:
Product analysis: at analysis it was noted that the upper and lower cases and one side bail cover were broken, one side bail cover and the ring cover were contaminated, the keyboard was scratched, two board connector flexes were damaged, one case screw was missing and the liquid crystal display was out of specification in an electrical manner. All found defective parts were replaced and all other identified issues were resolved and it then passed all final vxi tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.